Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 463 mg/dl at the time of incident and feel okay to trouble shoot. Customer's other relevant blood glucose level was 118 mg/dl and 527 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was alleging that the insulin pump was under delivering however insulin exited at the quick release. The insulin pump and reservoir will not be returned for analysis.